Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide, ¿you must enter your transmitter ID correctly into your pump to receive sensor glucose readings.¿ h3 other text : device not returned.

Event description:
It was reported that the customer was transported to the emergency room (ER) via ambulance due to a blood glucose (bg) of 305 to above 400 mg/dl. The customer's elevated bg level caused vomiting, diabetic ketoacidosis, and loss of consciousness. Reportedly the customer was treated intravenously with fluids of saline and insulin. Customer was released from ER with issue resolved and no permanent damage. During troubleshooting with tandem technical support, it was discovered that the customer did not input the tx ID into the pump. Tandem technical support helped customer update tx ID and resume insulin therapy. Additionally, it was reported that a cartridge alarm occurred indicating that the cartridge was over-filled despite the customer filling the cartridge with 250 units of insulin. Reportedly, customer loaded a new cartridge to resolve the issue.